Event description:
It was reported before surgery that the unit had an electric issue. There was no harm or surgical delay. During device evaluation it was noted the device had unstable motor speeds. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This incident is being recorded under (B)(4). Review of the most recent repair record determined the reciprocation arm was worn, the cable was damaged (no exposed wires), and the motor was corroded and the speed was unstable. The reciprocation arm, plug harness assembly and motor were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: france.